Event description:
Patient with anemia needed blood products. IV started in ed with an 20 gauge 1.25 IV which failed. There was blood leakage. A second IV had to be started for this patient.======================manufacturer response for bd nexiva 20 ga 1.25 in IV, nexiva IV (per site reporter).======================unknown.